Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. Investigation summary: a review of the device history records was performed and no complaint related issues were found. The product development event evaluation, noted that the returned vertebral body spreader was manufactured in october 2005 and is over 6 years old. The pivot pin that holds the locking mechanism to the handle is missing from the mounting post. The top of the pin is threaded into the post and when this part was made, it was staked in place. Two stake marks are present but it appears that over time the pin has worked its way out of the post. In 2008, the design was changed to add multiple spot welds to all the screws, including this threaded pin, which reduces the potential for them to become loose. Based on the presence of the stake mark and wear on the threads, it appears that the device was manufactured correctly. Based on the age of the instrument and the complaint history (only two other for this condition in the 2 year history), there is no indication of any design issues. The 03.802.331 was made obsolete and replaced by the 03.802.431. The technique guide for the synfix system instructs that the screw is locked when the ring on the driver meets the entry point on the aiming device and should not be advanced further. It contains a warning that-excessive torque can damage or break the instruments or implant. Use four fingers for final tightening. Based on the condition of the returned device, the device was subjected to excessive torque while tightening and the recommended technique was not followed. There are no indications of any manufacturing or design issues with the driver. Placeholder.

Event description:
Consultant reported: during a synfix of anterior lumbar interbody fusion (alif) procedure, while surgeon was cleaning out the disc and was distracting, the distractor would not work. The distractor pin broke and will not ratchet. As they were tightening the screw down, the threads bent on driver (03.802.331). Surgeon was able to use another set to complete the procedure with no further problems. This is report 1 of 1 for complaint (B)(4).